Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the ipg is inoperable. As such, the patient is unable to have an MRI.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is unable to recharge their ipg since the time of implant. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.